Event description:
Customer reportedly received result of 479 mg/dl on the compact plus system and 179 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 2 the patients fill volume was 2500ml. The drain volume was 4351ml. Which meets iipv criteria. No patient injury or medical intervention was reported.